Event description:
Had essure procedure (B)(6) 2011 and have had pain in my sides, nausea, cramping, pelvic pain, night sweats, long menstrual cycles, metallic taste in mouth, heartburn, dizziness, and weight issues.